Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 571mg/dl. Troubleshooting was performed. The insulin pump alarmed several times no delivery. Ran a fixed prime and self tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.